Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the lead fractured. Additional information indicated that the insulation layer of the delivery catheter fractured during the implant procedure. The lead and delivery catheter were removed and the lead was replaced with a different delivery catheter. No patient complications have been reported as a result of this event.